Event description:
The customer reported a leak from the manual probe area of a coulter lh 500 hematology analyzer. The leak was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the aspiration tubing was disconnected on the blood sampling valve (bsv) at wire marker 12. All tubing to the bsv was replaced to resolve the leak. The fse verified the instrument to meet specified requirements per established procedures. (B)(4).